Event description:
During an in-clinic follow-up automatic mode switch (ams), and noise that resulted in over-sensing and pacing inhibition due to suspected insulation damage were detected on the right atrial (ra) lead. No intervention has been performed. The patient was stable and will continue to be monitored.